Manufacturer narrative:
Analysis revealed the tool was damaged, bent, or broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that, prior to a procedure, the saline return tubing was found to be installed upside down on the ablation system. There was no patient present when this issue was identified. No additional information was provided.